Event description:
Report received indicated the patient developed a sensitivity to the white collar. He has eczema and went to see his general practitioner about his hands but he also has it under his arm pits. The general practitioner has said it is a bacterial infection so he prescribed fucidin cream. The patient tried antibacterial hand wash on the area of soreness but he won't know the outcome until he changes the flange tomorrow. No further information was provided and the patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.